Event description:
Pt was complaining of instability. It was reported that the femoral component was implanted in internal rotation instead of external rotation. The tibial component was originally implanted with too much posterior slope.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. Implant positioning at the time of the initial surgery may have been a contributing factor. The need for corrective action was not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.